Manufacturer narrative:
(B)(4). The sample was not available. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A labeling review was performed and the instructions printed on each individual packaging are available to the user and are accurate and sufficient. A batch review could not be completed as the lot number was not provided by the customer. No conclusion can be drawn from the investigation. The root cause of the reported condition was undetermined.

Event description:
A customer reported to baxter corporate product surveillance an interlink system buretrol solution set in which a leak occured. According to the customer, a nurse was administering chemo to a boy when a spill occurred at the top of the burette chamber (number four on the label copy). Upon follow-up, the customer explained that the nurse opened the air-way lever and left it in the open position allowing the burette to fill completely and never closed it. This led to the solution flowing out of the top of the burette through the on-off lever. The customer confirmed that the lever was never closed nor did they switch to using the regulating clamp as they should have per the label copy instructions. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this event. No additional information is available.